Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the post-operative check, noise was noted on the right ventricular electrogram (egm). The device was reprogrammed to turn therapies off and then the patient was seen in the office the next day. The noise was no longer present on the device egm and it was not able to be reproduced; the physician suspected air in the device header. The device remains in use. No patient complications have been reported as a result of this event.